Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the procedure, high out of range impendence was observed when the physician implanted the ra lead. When adjusting the position of the rv lead, the steel wire was subject to resistance, when it's inserted into the rv lead. Because the patient had severe heart failure and could not lie flat for a long time, the hcp decided to cancel the operation after comprehensive consideration. No adverse consequences reported on the patient.

Manufacturer narrative:
Analysis was normal. No anomalies were found.